Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had a lead screw anomaly. Customer stated that insulin pen was not dispensing insulin correctly. Customer assisted with initial prime and customer stated that insulin did not exist. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.